Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that "patient reported to the nurse that the PICC broke off at the point where the lumen and the injection site meet. The PICC was clamped and taped that night and removed on (B)(6) 2018. Patient reported to nursing home on (B)(6) 2018 that the PICC line broke in the same location as mentioned above for the previous patient. Patient stated that it was leaking at the site a couple of days prior to it breaking, but he did not report that to the nurse at the nursing home. The line was clamped and taped."